Manufacturer narrative:
This report is submitted on february 21, 2017.

Event description:
Per the patient's surgeon, the patient experienced poor performance, non-auditory sensations and pain with device use.

Manufacturer narrative:
This report is submitted on march 27, 2017.